Event description:
The patient returned the reported meter to lifescan for evaluation. Product analysis was performed on the returned meter on (B)(6) 2012, and revealed the strip port electrical contacts (spc) 3 and 4 were lifted high and there was contamination (blood) under the spc pins. Product analysis corrected these issues, and subsequent control solution testing passed. There was no patient injury associated with this issue.

Manufacturer narrative:
On (B)(4) 2012: the patient returned the reported meter to lifescan for evaluation. Product analysis was performed on the returned meter on (B)(4) 2012, and revealed the strip port electrical contacts (spc) 3 and 4 were lifted high and there was contamination (blood) under the spc pins. Product analysis corrected these issues, and subsequent control solution testing passed.